Event description:
The technician alleged the trendelenburg does not function. No patient impact.

Manufacturer narrative:
The technician found the trendelenburg knob and shaft came off the trendelenburg lever. The technician secured the knob and shaft to the trendelenburg lever to resolve the issue.